Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, post-op, right iliac screw broke. The screw was broken just between the tulip and the thread in two parts. Reportedly, the right iliac screw was removed and a new one was inserted. No fragments of the screw remained inside the patient. The patient did not achieve solid fusion as the screw had broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.